Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that they had to do manual injection for high blood glucose. Customer stated that the infusion set cannula was bent and caused pain after insertion of second cannula on site. Customer reported that they did not receive medical treatment as a result of site issue. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.